Event description:
This lead was capped and replaced due to high thresholds. The impedance levels were also increasing. There were no adverse pt events reported. Should additional information be received, this file will be updated.